Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, it is found one error in the communication of the flex vision pc. Upon troubleshooting, it has been observed that there is a problem with the application startup. The software will be tested for compatibility with the new flex vision pc, which has a reinstalled os and application. A fault causes the front and side ippc computers to turn off due to a broken relay on the mpd control unit card, which was replaced. To resolve the problem, the chiller is replaced and return the parts for further analysis, and it was observed that hdd drive is missing and mpd control unit have no fault. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: event date. Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, it is found one error in the communication of the flex vision pc. Upon troubleshooting, it has been observed that there is a problem with the application startup. The software will be tested for compatibility with the new flex vision pc, which has a reinstalled os and application. A fault causes the front and side ippc computers to turn off due to a broken relay on the mpd control unit card, which was replaced. To resolve the problem, the chiller is replaced and return the parts for further analysis, and it was observed that hdd drive is missing and mpd control unit have no fault. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.